Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional broke after the procedure during the cleaning process. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged) and is fractured on lateral side of post, all pieces returned. DHR review found no deviations/anomalies. A previous investigation identified instrument misuse as a contributing cause for tasp fracture. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. The persona surgical technique describes the proper usage of the tasps. The technique warns users not to impact the tasp construct, as well as provides instruction on how to properly insert & remove the tasps/shims (to prevent the need for levering/torquing the handle). Since it was reported that the tasp was broken due to sterile processing incorrectly disassembling the shim and tasps after the case was completed, the root cause is considered to be misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.